Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 3221 is based upon the evaluation of user facility information and the actual device not being returned; 213 is based upon the evaluationof the returned unused sample. H6: investigation conclusion: 4315 is based upon evaluation of user facility information and the actual device not being returned; 67 is based upon evaluation of the returned unused sample. A 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample was an unopened device of the same lot. The device was subjected to visual and functional analysis. The header bag is opened, containing the guidewire, arteriotomy locator, hemostasis sheath, and carrier tube present in the polyfoil pouch. No abnormalities were noted for the device or device packaging. The device was functionally tested. The hemostasis sheath and carrier tube are successfully mated in forward lock position, deploying the anchor. The device is set to rear lock position, posting the anchor on the device tip. The device is pulled, deploying the tamper tube, collagen and anchor. The collagen is able to be successfully tamped. No issues or abnormalities were noted with the device deployment. The complaint cannot be confirmed for a device pullout. The sample from the complaint event was substituted with an unused device from the same lot. The returned device was able to be successfully deployed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy. A2: age & date of birth: requested, not provided due to privacy. A4: weight: requested, not provided due to privacy. A5: ethnicity: requested, not provided due to privacy. A6: race: requested, not provided due to privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, not provided. An unused device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor could not be released, the system was pulled out completely. The system could not be connected to the angio-seal lock, the typical clicks were not possible. The procedure performed was a coro via right femoral artery puncture. Hemostasis was achieved by an angio-seal device from another lot. A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was less than 250cc. There were no consequences for the patient. There were no other devices or equipment used with the reported product.